Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 6am. According to the csr's documentation, the patient indicated she does not manage her diabetes with oral medication or insulin and on (B)(6) 2011(at 5pm) the patient stated she consumed less food/drink; reason not specified. The patient denied testing her blood glucose with another device. Thirty minutes after the alleged issue occurred, the patient claimed she developed a symptom of cold sweats and at the onset of her symptom, the patient stated she administered self-treatment by consuming food and/or drink. During troubleshooting, the csr noted that the subject meter's batteries were not replaced per owner's booklet recommendation. The patient denied any trauma to the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.